Event description:
The customer reported via phone call that they had a no delivery alarm. Customer's blood glucose was 246 m/dl. The customer stated insulin did not exit during a fixed prime. It was also found insulin did not exit when the customer used a plunger push. The customer also reported air bubbles were present in the reservoir. It was reported the insulin was not stored at room temperature. The customer was advised against this practice. The customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.